Event description:
New information received noted that the resolution was implanting a single-chamber implantable cardioverter defibrillator following atrial fibrillation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, the atrial lead exhibited high impedance. Another lead was used. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 52.5 cm. Analysis was normal. No anomalies were found.